Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The receiver was perpetually rebooting .open receiver, detached ui pcba, and retrieve the receiver download the receiver log was reviewed and no errors were observed. The complaint was undetermined for receiver initializing screen without manual restart because receiver perpetually rebooting and no data was found within the investigation window. A root cause could not be determined.